Event description:
It was reported that a clearlink system extension set was observed to have backflow. Blood was observed to back-up into the tubing. This malfunction occurred when the syringe was removed from the extension set during patient infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A baxter clinical specialist (bcs) was on-site and was able to confirm the reported blood backflow. The bcs was able to determine that the backflow was caused by the user having created an open system while using the extension set. The bcs stated that in order to rectify this issue she suggested the facility add a neutral luer activated device on the filter in order to create the closed system and eliminate the blood from backflowing when the syringe is disconnected.